Manufacturer narrative:
The anti-hcv reagent lot number and expiration date were requested, but not provided. The customer checked the liquid level detection voltage of the pipettor and it was outside of specifications. The field service engineer corrected the liquid level detection voltage. The engineer also observed that probe tubing was not in a pulley. The tubing was corrected. No further issues were reported after the service actions and the analyzer was running back within specifications. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service maintenance.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-hcv ii assay on a cobas e (B)(4) analyzer (rack system). The sample initially resulted in an anti-hcv value of 152.4 coi (reactive). The sample was repeated due to the initial positive value and it repeated with an anti-hcv value of 0.076 coi (non-reactive). The sample was repeated again, resulting in an anti-hcv value of 142.5 coi (reactive).